Manufacturer narrative:
Corrected information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was patient condition related to coagulopathy per clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was placed via the femoral artery to support the 82-year-old female patient who had been admitted in acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. She was on inotropes, vasopressors, and a vent for respiratory needs with a history of CPR for cardiac arrest. Any other comorbidities were not shared. The pump was supporting when on the day of implant there was an access site bleed. The team held pressure. Simultaneously, there was a hematoma at the forearm that prompted vascular repair/fasciotomy for the compartment syndrome and hematoma. The patient was known to be coagulopathic and was on the iib/iiia aggrastat for platelet inhibition. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The decision was made to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.